Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to pancreas to facilitate a pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the internal flange (inside the cyst) did not fully expand, so the physician could not pull it tightly against the gastric wall. While pushing the stent out of the scope channel, there was concern that the inner flange was not holding properly and was starting to protrude into the stomach. To prevent this, the physician kept the scope pressed against it. Then, the outer flange popped out of the scope and slid inward into the cyst, leading to a misdeployment. To resolve the issue, catheter and scope repositioning was attempted, but it was unsuccessful. According to the information provided, some solid material was present in the collection; however, it was assessed that the fluid content was adequate for successful stent deployment. The stent remains in the collection; however, the patient's collection was successfully drained using another of the same device. The initial stent is expected to be retrieved when the second stent is removed, which is planned for (B)(6) 2025. Aside from the device being left in the collection, no patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to pancreas to facilitate a pseudocyst drainage during a procedure performed on (B)(6) 2025. During the procedure, the internal flange (inside the cyst) did not fully expand, so the physician could not pull it tightly against the gastric wall. While pushing the stent out of the scope channel, there was concern that the inner flange was not holding properly and was starting to protrude into the stomach. To prevent this, the physician kept the scope pressed against it. Then, the outer flange popped out of the scope and slid inward into the cyst, leading to a misdeployment. To resolve the issue, catheter and scope repositioning was attempted, but it was unsuccessful. According to the information provided, some solid material was present in the collection; however, it was assessed that the fluid content was adequate for successful stent deployment. The stent remains in the collection; however, the patient's collection was successfully drained using another of the same device. The initial stent is expected to be retrieved when the second stent is removed, which is planned for (B)(6) 2025. Aside from the device being left in the collection, no patient complications were reported as a result of this event.